Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, specific bg value was not provided. The cause for the high bg level was unknown. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.